Event description:
The customer received questionable results from coaguchek xs meters. At 11:25 am, the patient was tested with meter (B)(4) and the result was 4.0 inr. At 11:40 am and using the same finger stick, the patient was tested using meter serial number (B)(4)and the result was 3.2 inr. The strip lot used for this test was not known. At 11:41 am and using the same finger stick, the patient was tested using meter serial number (B)(4) and strip lot 29494711. The result was 2.7 inr. There was no allegation of an adverse event. The patient was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change to coumadin dose, no diet changes, no new illness, and no symptoms of bleeding or bruising. The patient started a new medication one month ago. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294947) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. Testing results: vial#1: qc 1: 2.3 inr, qc 2: 2.3 inr,qc 3: 2.4 inr. The maximum difference between measurements was 4.0 %. Viatl#2: qc 1: 2.3 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The maximum difference between measurements was 4.0 %. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr) all measurements were without error messages. The customer used one finger stick for all three results. According to product labeling, using the same finger for different tests can cause discrepant results. A similar result alleged by the customer was observed as 4.1 inr rather than the alleged 4.0 inr in the meter's patient result memory.